Event description:
Terumo medical corporation received the following information: it was reported that the patient underwent percutaneous coronary intervention (pci) using a 6f femoral sheath. Before the operation, angiography was performed to assess the vascular conditions. After the operation, 6f angio-seal could be used for occlusion. During the occlusion process, the carrier tube could not be inserted into the sheath tube. Despite multiple attempts to insert it, the anchor could not be released outside the tube for anchoring, and the occlusion could not be completed. Later, the product was removed as a whole, and compression was applied to stop the bleeding. The patient was in good condition. There was no blood loss.

Manufacturer narrative:
A1: patient identifier: a2: date of birth: a4: weight: d6a: implanted date: d6b: explanted date: e1: contact name: e1: telephone number: e3: occupation: unknown healthcare professional. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.